Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with no end cap on the tidal volume knob, a loose patient outlet fitting, and wear and tear on the housing around the battery holder. The gauge bezel is cracked and the front panel is bent. The customer stated problem was duplicated. Faulty flow block assembly was replaced together with the dump valve. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac alarm check oxygen volume. No adverse patient events reported.